Event description:
It was reported that when opening the packaging of a fogarty catheter, the nurse observed a hair. No patient complications were reported.

Manufacturer narrative:
We received one 120404f embolectomy catheter inside a open gray packaging tube for examination. Examination of photo provided by the customer confirmed what appeared to be a hair partially stuck under the white breather cap. When examined pre-decontamination the hair was not present on the cap and therefore could not be collected for chemistry testing. The catheter was found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.